Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this non-MRI cardiac resynchronization therapy defibrillator (crt-d) underwent an MRI procedure following a stroke. The device was programmed to asynchronous output with tachycardia therapy programmed off. Upon interrogating the device following the MRI a message was observed indicating device functionality was limited to a single zone shock only configuration with non-programmable pacing. Boston scientific technical services (ts) advised recommended device replacement. A revision procedure was later performed wherein this device was explanted and replaced. No adverse patient effects were reported. This device will be returned to the patient and, as such, is not expected to be returned for analysis.